Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock when the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt), however it may have delivered anti-tachycardia pacing (atp) and the shock for 1:1 conduction. The device remains in use. No further patient complications have been reported as a result of this event.